Event description:
It was reported that during a renal stenting treatment procedure, removal difficulties were encountered. The customer stated that, "the stent was introduced into the lesion and opened. When the doc tried to retrieve the balloon, in the last 20 cm of the balloon they felt resistance, they opened the y adaptor valve a bit more to make it possible for the balloon to pass, but saw that the shaft was broken in 2 pieces. They managed to retrieve the distal part as it was still partially in the guiding catheter." The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as "okay."